Manufacturer narrative:
Stryker performed an initial evaluation on the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was further evaluated by stryker. It was determined the reported issue was caused by a the failed power module pcba. The power module was replaced and device passed performance inspection procedure and returned to the customer for use. Stryker confirmed that the root cause is a shorted transistor on eos portion of power module (ac to dc inverter).